Event description:
It was reported that a spectrum pump had a "latch error." Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of "latch error" through the identification of door jammed messages within the device history log, but could not reproduce it during evaluation. Evaluation determined the cause to be a loose upper link screw. The link screws were replaced to correct this condition.